Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® cpt¿ nh: 130 iu ficoll¿: 2.0ml rbc contamination was discovered. There was no report of patient impact. The following information was provided by the initial reporter: we are using cpt tube for one of our study. We are receiving tubes well spun but we frequently have rbc contamination.

Manufacturer narrative:
B.5 describe event or problem it was reported that during use with an unspecified amount of bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml rbc poor barrier separation was discovered. There was no report of patient impact. The following information was provided by the initial reporter: we are using cpt tube for one of our study. We are receiving tubes well spun but we frequently have rbc contamination. H.6 investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 362780, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaint investigation: unconfirmed h3 other text : see h.10

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml rbc poor barrier separation was discovered. There was no report of patient impact. The following information was provided by the initial reporter: we are using cpt tube for one of our study. We are receiving tubes well spun but we frequently have rbc contamination.